Event description:
It was reported by the patient that she underwent a gynecological procedure on an unknown date and a sling was implanted. She now has experienced numerous side effects including paralysis, pain, dyspareunia, and fecal incontinence. She has had repeated visits to the emergency room. Following a CT scan, she was told by the physician that the sling wrapped around her lower abdomen. She states the sling needs to be removed. No further information is available.

Manufacturer narrative:
(B)(4) - dyspareunia. Mesh wrapped around abdomen. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).